Event description:
Customer reported that the insulin pump received a button error; he took the battery out and the alarm was cleared. Customer was instructed that even if the alarm is clear, the device should be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No cosmetic damage noted.